Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent, the distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and, the overlay tubing of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. Analyst commented, lead returned with the helix retracted and tissue visible in it. Helix extended but not within specification. Helix is bent. Damaged at implant attempt.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead, attempted two positions in the right ventricle, and while trying to advance the tip on the second attempt it was noticed that the tip did not seem to be moving. The lead was taken out of the body and inspected, and the tip did not move. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.